Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the access site bleeding issue was anticoagulation management due to high patient activated clotting time (act) values, heparin was stopped to achieve hemostasis as per the clinical description. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26679 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name and fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26679. H5 selection was erroneously selected on the initial manufacturer device report number 1220648-2025-26679.

Event description:
The user facility reported a 72 year old female patient on an impella cp pump for support due to acute myocardial infarction. The support was on day 2 when the pump site was seen to be oozing at the groin. The team redressed and applied angle matching. The team additionally removed the heparin and gave instead sodium bicarb in the purge. The pump remained on for 6 days until escalated to the 5.5 pump.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿